Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Attempted to restore the sensor to storage state and an error message was observed. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was reprogrammed using known good reader and sensor was found to be in sensor state 1 (storage state). Returned sensor was scanned and connected the known good reader to receive ble (bluetooth) packets and the ble packets were received. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and isf command was sent to the reader and the first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. The generation of ble packets indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a reader. It was reported that the high/low glucose alarm failed to sound and as a result, the customer experienced hypoglycemia and a seizure and was unable to self-treat, requiring non-hcp third-party administration of glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a reader. It was reported that the high/low glucose alarm failed to sound and as a result, the customer experienced hypoglycemia and a seizure and was unable to self-treat, requiring non-hcp third-party administration of glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.